Manufacturer narrative:
The catheter passer was received bent. The tip of the obturator was broken off. The distal end of the obturator appeared to be a void in the material.

Event description:
Additional information received from a company representative. The device was used as a demo to show the physician how to use the product prior to a surgery. This device was not used on a patient and did not need contamination.

Manufacturer narrative:
(B)(4). Analysis of the 8583 catheter tunneler found broken obturator.

Event description:
The device was returned to the manufacturer with no return paperwork. The device underwent routine analysis. The initial reporter, event date, alleged issue, event context, symptoms, troubleshooting, actions/interventions, outcome, and cause of the broken obturator was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Conclusion: code 67 no longer applies and has been updated to code 23. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 23 because this is the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.